Event description:
A remstar auto a-flex, sys one, 60 srs, int device was returned to a third-party service center about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury, and there was no report of medical intervention. During the evaluation, the service center visually inspected the device. The inspection revealed foam particles inside the device, leading to its eventual scrapping. Currently, no further investigation can take place. A follow-up report will be provided if new information comes in.